Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead polarity switch to unipolar occurred, and it was noted that the patient was having hip surgery on the date of the switch. Since the switch, some ventricular high rate events were oversensed due to unipolar sensing. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.